Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) is underway. The reported problem (unable to power on monitor) was confirmed. Upon investigation the battery was unable to power on a monitor or charge. The battery is being returned to the supplier for root cause investigation. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) was completed. Per the battery supplier, the battery pack was excessively discharged. The root cause for the excessive discharge could not be positively identified. Device evaluation summary: device evaluation of battery sn (B)(4) is underway. The reported problem (unable to power on monitor) was confirmed. Upon investigation the battery was unable to power on a monitor or charge. The battery is being returned to the supplier for root cause investigation. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective battery pack

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was unable to power on a monitor.